Manufacturer narrative:
Currently it is unknown to what extent the bard/davol composix kugel device may have caused or contributed to the patient's death. The patient's attorney did not allege any specific device failture; no medical records or death certificate have not been provided to date. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009 - the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. On (B)(6) 2015 - the patient was caused to suffer an untimely death "due to complications from the failure of the bard hernia mesh [composix kugel] implanted in him." The patient's attorney is making a claim for an adverse patient outcome against the composix kugel hernia patch. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Manufacturer narrative:
Currently it is unknown to what extent the bard/davol composix kugel device may have caused or contributed to the patient's death. The patient's attorney did not allege any specific device failture; no medical records or death certificate have not been provided to date. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: h11: this supplemental emdr is submitted to document additional information provided on alleged patient death and to correct date of event.. Based on medical record review, post implant of mesh-composix kugel, patient was diagnosed with hernia recurrence, abscess, enterocutaneous fistula, bowel strangulation, adhesions thereby underwent open repair with the removal of mesh. Attorney alleges that the patient had abscess, adhesions, bowel perforation, bowel obstruction, bowel removal, fistula, infection, mesh migration, mesh shrinkage, hernia recurrence, pain, eroding mesh, mesh was open and perforating bowel, strangulation of bowel and death. Per death certificate, the patient's cause of death was mentioned as ¿sudden cardiac arrest, acute myocardial infarction and severe generalized arteriosclerosis.¿ root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2009) is considered to be a best estimate. Updated fields: a2, a4, b2, b4, b5, b6, b7, d3, d4 (product catalog no., corporate lot no, expiry date), d.6b (date of explant), e3, g1, g3, g6, h2, h4, h6, h10, h11. Corrected fields: b3 (date of event). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. On (B)(6) 2015: the patient was caused to suffer an untimely death "due to complications from the failure of the bard hernia mesh [composix kugel] implanted in him." The patient's attorney is making a claim for an adverse patient outcome against the composix kugel hernia patch. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: on (B)(6) 2009: patient was diagnosed with large ventral incisional hernia thereby underwent laparoscopic repair with the implant of composix kugel mesh. Per op notes, ¿a very large hernia sac was resected. A composix kugel mesh was secured to the fascia and peritoneum with multiple sutures.¿ on (B)(6) 2015: patient was diagnosed with hernia recurrence, abscess, enterocutaneous fistula, bowel strangulation, adhesions thereby underwent open repair with the removal of mesh. Per op notes, ¿patient developed an abdominal abscess in the epigastric area and fistula where the area of the mesh was placed to the small bowel. The mesh was removed along with adhesion. Performed a segmental resection of the small bowel which attached to the mesh with an abscess formation and fistulous tract. Then, primary anastomosis was performed.¿ on (B)(6) 2015: patient was passed away and the cause of death were found to be sudden cardiac arrest, acute myocardial infarction and severe generalized arteriosclerosis.